Event description:
Reporter stated that they were contacted, by the pt's employer, indicating that they had "passed out" in the hallway. Reporter went to the pt's placed of employment, checked their blood glucose (48 mg/dl), and provided them with juice and "a tube of glucose," after which, they "came to." Pt indicated that they had not actually lost consciousness during the hypoglycemic event. No additional treatment was received for low blood glucose. Pt reported that they have experienced similar hypoglycemic events on 3 additional occasions (details of the events were not provided).